Manufacturer narrative:
Date of event: the exact date of the event is unknown. The provided event date (B)(6) 2018 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Concomitant medical products: model number/catalog number: sc-8120-50; serial number: (B)(4); batch/lot number: 192947a; model/catalog description: artisan surgical ld 50cm 16 contact lead. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient had inadequate stimulation coverage on the lower back. Patient underwent an explant procedure.